Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing an inaccurate high issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9 pm. The patient obtained glucose results of "300, 260 and 239 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. She stated that her husband manages his diabetes with novolog insulin (10u) and due to the alleged issue on (B)(6) 2011, at an unknown time; he continued taking his usual dose of medication. The patient's wife denied that her husband developed any symptoms due to the alleged issue. In response to the alleged inaccurate high results, on (B)(6) 2011, at 2am he was taken to the emergency room (ER) where his glucose was tested with an ER meter and a result of "60 mg/dl" was obtained. The patient's wife reported on (B)(6) 2011, at 2 am her husband was treated by the health care professional with food and drink. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter. However, it was also discovered while troubleshooting that the patient was using expired test strips from 2009. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.